Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances greater than 10,000 and 40,000 ohms were measured on the left lead contacts 0-7. The right lead contacts 8-15 showed normal impedances at 500-800 ohms. Impedances were checked prior to closing and they were normal. It was noted that post operation, the patient did not feel any stimulation on the left side lead on contacts 0-7, even at 10.5 volts. The manufacturing representative tested again at 1.5 volts but the left lead showed impedances greater than 10,000 ohms and the right lead showed impedances at 700-800 ohms. The high impedances on left lead occurred following the implantable neurostimulator (ins) replacement due to normal battery depletion. Additional information received reported that the patient was to be seen 7 days after report and check to see if the impedances resolved. If they were not resolved, the doctor would go back in to check whether the lead was screwed into the battery. It was also reported that the patient was scheduled to go into the operating room on (B)(6) 2014 and they were going to explore the pocket. It was further reported that there appeared to be a small amount of fluid where the lead connected with the battery. The lead was wiped off and the system was working perfectly.